Manufacturer narrative:
The implant date was reported as (B)(6) 2009. The event date was not reported so the aware date was used.

Event description:
It was reported that there was a perforation. The patient had a greenfield filter implanted in (B)(6) 2009. It was noted there are 2 struts that are against the spine and 2-3 more that have penetrated the small bowel. The patient has a scheduled surgery in (B)(6) 2019 to remove the filter.

Manufacturer narrative:
The date of event was corrected from on (B)(6) 2019. Implant date was corrected from on (B)(6) 2009.

Event description:
It was reported that there was a perforation. The patient had a greenfield filter implanted on (B)(6) 2009. It was noted there are 2 struts that are against the spine and 2-3 more that have penetrated the small bowel. The patient has a scheduled surgery on (B)(6) 2019 to remove the filter. It was further reported that the patient started to experience right upper quadrant pain on (B)(6) 2018. A CT scan on (B)(6) 2019 showed that the filter position was abnormal. On (B)(6) 2019 the patient had the greenfield filter surgically removed. The procedure was completed successfully and there were no complications that occurred.